Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 had a power button issue and would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2017 in the evening. The patient manages her diabetes with a combination of medications including glycotrol, metformin, actos and novolog insulin on a sliding scale and reported that she took reduced her intake of food and/or drink in response to the alleged product issue. The patient stated that she developed symptoms of ¿thirsty, tired and chills¿ on an unknown time after the alleged product issue began. The patient denied that she received any treatment and stated that she continued to monitor her food and drink intake. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and there was no misuse of the product. The cca noted that when the patient inserted a new test strip the meter did power. However, when she pressed the power button the meter did not power on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.